Manufacturer narrative:
On april 23, 2024, device re-evaluation was completed as follows: mentor conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the anterior aspect of the textured saline breast implant, measuring approximately 2.2 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year-old caucasian female patient underwent primary breast augmentation with unknown size unknown saline implants textured and bilateral leakage by the valve was found during bilateral replacement surgery with catalog number shpb480; serial number (B)(6) on the left side, and with catalog number shpb480; serial number (B)(6) on the right side on (B)(6) 2024. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On april 4, 2024, the mentor failure analysis lab received the devices for evaluation. On april 5, 2024, device evaluation was completed as follows: mentor conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the anterior aspect of the textured saline breast implant, measuring approximately 2.2 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 10, 2024, mentor became aware that patient also experienced bilateral encapsulation in addition to deflation. Clinical code "capsular contracture" has been added to field h6 on this form, reason for device explant and/or reoperation: right deflation, and capsular contracture; baker grade unknown. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).